Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-18255.

Event description:
The complainant had an impella 5.5 pump delivered to support a66-year-old male patient admitted as a bridge. The patient has cardiomyopathy and other underlying systemic comorbidities. The pump was supporting when after 4 days of support there was gastrointestinal (gi) bleed that prompted the team to hold the purge and use sodium bicarb in the purge. The pump remains on for support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿